Event description:
The physician was withdrawing an admiral xtreme device through the sheath. It was reported that the balloon detached and was stented against the vessel wall.

Manufacturer narrative:
(B)(4). Results: no results available since no evaluation performed. Conclusion: no device or cine images returned, limited information received.